Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the phenomenon occurred because the video connector pins were bent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center connector pins were bent. The issue was found during preparation for use of an unknown procedure. There was no person affected or involved in the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, other findings are as follows; the video connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.